Event description:
Diabetic tested his blood glucose=198mg/dl on suspect device. Based on this result he did not eat or drink anything. After returning home from an eye dr. Appointment he became unconscious and had to be revived by emergency medical techs with glucose.